Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2016.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing near syncope. A high sensing integrity counter (sic) was noted as well as noise/oversensing on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.